Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 3.5 months post index procedure the patient suffered nstemi. The target vessel, the lad was involved. The patient was treated with pci and recovered. The investigator and safety assessed the event as possibly related to the index device and not related to anti-platelet medication.

Manufacturer narrative:
Stenting of the lad with a non-medtronic device was performed to treat the in-stent restenosis of the previously placed stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the patient was treated with medication. If information is provided in the future, a supplemental report will be issued.